Manufacturer narrative:
Corrected data: additional narrative corrected data: evaluation method, health impact code philips has investigated this complaint the philips field service engineer (fse) inspected the system onsite and confirmed that the system getting stuck on startup screen and not initializing. Review of the log file showed the host-pc was defective. Fse replaced the host-pc. After replacement of host-pc, the system was returned to use in good working order. The codes were corrected based on re-evaluation.

Event description:
It was reported to philips that the system did not startup and got stuck at the startup screen, not initializing. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and confirmed the host computer (pc) did not boot up correctly. The fse replaced the host pc, and the device was returned to expected functionality.